Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/18/2014 with the following findings: the reported event could not be adequately investigated, as the pump was severely damaged; no conclusions could be determined in this regard.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up and down arrow keypad buttons were under-responsive. It was reported that the keypad cover was damaged prior to the tactile change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.